Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen. 2 results for one patient sample. The initial sodium result was 172 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 5.9 mmol/l and the repeat result was 4.7 mmol/l. The initial chloride result was 131 mmol/l and the repeat result was 102 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers were: sodium z8360, potassium h4736, chloride n4493, the expiration dates were requested but were not provided. The field service representative replaced the probes on the ise unit. Calibration, ise performance check, and precision testing were performed. A specific root cause could not be determined. Based on the data provided, most probably an issue with the sampling of patient sample occurred that was most likely due to poor sample quality.